Event description:
Patient states that insulin continues to squirt out of infusion set tubing after priming process has stopped according to infusion pump. The flow of insulin continues for about 15-20 seconds. Patient changed infusion set from involved lot number to a new set from lot number 2208980 and problem was resolved. Malfunction occurred prior to use. Unomedical received the complaint through (B) (4), the distributor of the infusion set. (B) (4).

Manufacturer narrative:
Two used devices were returned for evaluation. The tubing was visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connector were humid and both samples also failed the p-cap connector vent test and the flow test of the tubing. The reference material was tested and found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200863. No relevant deviations during manufacturing were recorded.